Event description:
This lead has no implant date and remains implanted until this time. On (B)(6) 2014, patient had cardiac decompensation due to lv exit-block. Patient was admitted to local hospital with vertigo and dyspnea. The physician was not known and the health care facility was at (B)(6) in (B)(6). No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).